Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the death was not matched to this device until after the device had been serviced, a complete device analysis could not be completed to investigate the reported event. However, a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device and the device was found to meet functional and electrical performance specification requirements per rite testing. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced chest pain and subsequently passed away coincident with automated peritoneal dialysis (apd) therapy. The cause of the chest pain was not reported. It was reported that the patient was hospitalized for the chest pain event. Treatment for the event was unknown. Four days after hospitalization, the patient passed away. The cause of death was unknown. It was reported that prior to hospitalization, the patient was performing automated peritoneal dialysis and was switched to continuous ambulatory peritoneal dialysis therapy at the time of admission. Capd therapy was ongoing. It was unknown if an autopsy was performed. No additional information is available at this time.